Event description:
Related manufacture reference number: 2017865-2023-39382. Related manufacture reference number: 2017865-2023-17286. Additional information received noted that the revision procedure was performed on(B)(6) 2023. During procedure, it was noted that the pacemaker was the cause of the low pacing impedance. During removal, fluid was noted in the connector pin of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2023. The atrial lead and right ventricular lead were connected to the new pacemaker. The patient was in stable condition.

Event description:
Related manufacture reference number: 2017865-2023-17286. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited low pacing impedances. No interventions were performed. The patient was in stable condition.